Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the off the bus and multiple cubies opening. A field service engineer arrived onsite and performed a full inspection of the station. All drawer connections were reset to ensure proper contact and eliminate potential communication issues. The station was powered down, and the drawer controller board was replaced as a preventative measure against possible firmware-related malfunctions. Additionally, the latch assembly was swapped out to prevent future failures due to inseparable magnet detachment. After powering the station back on, all connection including drawer interfaces and controller board were rechecked, and no further damage or replacement needs were identified. Functionality was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, double cubies was popping open when only one was opened and drawer off the bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.